Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a plum 360¿ infuser compatible with ICU medical mednet¿ software where the customer reported an accuracy issue. The reported error occurred on (B)(6) 2025 between 18.09 and 19.42. The pump settings were 81mls or 84mls rate, 280/290mls per unit. Pump alerted a beep alarm on finishing of the infusion. The device was programmed manually keyed in and set to volume to be infused over and rate. The set up was line a used volume to be infused which led to rate to be infused at. There was no difficulty in programming or initiating the infusion. The infusion was administered over 1 hour instead of prescribed 4 hour. The patient was reviewed by the doctor on call; there was patient involvement, but harm was not reported as a consequence of the event.

Manufacturer narrative:
D9 - date returned to mfg is 9/8/2025. Summary: on (B)(6) an infusion was programmed around 19:14 with a rate of 284ml/hr and a duration of 3.5 hours, the volume to be infused (vtbi) was auto-calculated to 994ml. The infusion was stopped by the user (by hitting the [stop] hardkey) almost an hour later. The pump raised a n101 alarm shortly after the infusion had been stopped, the user cleared the alarm, and the pump was powered off and not used again that day. Evaluation: engineering evaluated the programming settings are not as the customer described, the infusion rate was programmed for 284ml/hr and not 84ml/hr as stated by the customer. If programming a rate of 84ml/hr with a duration of 3.5 hours, then the vtbi is auto-calculated to 294ml. This appears to be the intended programming infusion settings by the customer. Engineering cannot determine the physical start or end volume of a bag based on the logs. Conclusion: engineering concluded the user mistyped the infusion rate by entering 284ml/hr instead of 84ml/hr. The infusion was stopped by the user and the pump logs show the pump is working correctly in infusing within the design tolerance and raising the appropriate alarms. This does not warrant the device be sent into service.